Event description:
A report was received that stated that the cannula of the needle was loose and pulling air. No needlestick took place. There was no patient or clinician injury. The sample was discarded and will not be made available for investigation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.